Manufacturer narrative:
(B)(4).

Event description:
On the literature article named "chlorhexidine gluconate dressings reduce bacterial colonization rates in epidural and peripheral regional catheters", the authors of the study reported that, when using an iv300 dressing for the application of anesthesia catheters, 16 patients suffered from a local mild infection, which caused the removal of the catheters. The outcome of the patients was not reported.

Manufacturer narrative:
B3: the actual occurrence date is unknown. For the purpose of this report we have used the date the publication of the literature article as the occurrence date. B5: literature citation kerwat k, eberhart l, kerwat m, hörth d, wulf h, steinfeldt t, wiesmann t. Chlorhexidine gluconate dressings reduce bacterial colonization rates in epidural and peripheral regional catheters. Biomed res int. 2015;2015:149785. Doi: 10.1155/2015/149785. Epub 2015 mar 23. Pmid: 25879016; pmcid: pmc4386602. G2: updated report source; h6: updated codes; h10: additional information: the complaint was received as a result of issues being identified in a literature article and according to the article the patients experienced mild infection during treatment with the device. The device was used for treatment and was not returned for analysis. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. As no lot number was provided it was not possible to carry out a device history review a complaint history review on the product family revealed a small number of similar instances in the last three years. The instructions for use and risk files, mitigate the reported issue with no updates required. A clinical assessment determined that without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The users of the reported product are advised to consult the IFU, to prevent future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including application and removal of dressings and skin preparation prior to use. This investigation is now complete, with no corrective actions required. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. B3: corrected occurrence date (date of publication) d4: corrected catalog number.

Event description:
On the literature article named "chlorhexidine gluconate dressings reduce bacterial colonization rates in epidural and peripheral regional catheters", the authors of the study reported that, when using an iv300 dressing for the application of anesthesia catheters, 16 patients suffered from a local mild infection, which caused the removal of the catheters. The outcome of the patients was not reported.